Event description:
Agent ide study. It was reported that restenosis and angina occurred. In (B)(6) 2016, the left main coronary artery (lmca) to obtuse marginal (om) was treated using a 2.5 mm x 16 mm synergy drug eluting stent. In (B)(6) 2021, the subject presented with stable angina (ccs classification: 1) and the index procedure was performed on the same day. Cardiac catheterization revealed 90% in stent restenosis at lmca. The target lesion was 18 mm long, with a reference vessel diameter of 2.5 mm. Following predilation with a 3.0 mm x 15 mm balloon, the lesion was successfully treated with a 2.50 mm x 30 mm study balloon with 0% residual stenosis and timi flow of 3. The subject was discharged with antiplatelet medication (aspirin and clopidogrel).